Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had motor error alarm occurred after bolus delivery was ended. The customer¿s blood glucose level was 240 mg/dl at the time of the incident. Customer stated that the insulin pump had no delivery alarm in history. Customer was performed auto test and it was ok. The device will not be returned for analysis.